Manufacturer narrative:
(B)(4). Currently pending return for device evaluation. Device MFR date: 01/2011.

Event description:
After deploying a device, the user attempted to download pt use event data. At that time, the device emitted a triple chirp.